Manufacturer narrative:
The gas delivery system was replaced to address the finding. (B)(4).

Event description:
The international customer sent the v60 vent to the international service center for routine periodic maintenance. The service technician during service on (B)(6) 2016 reports that oxygen device failed occurred. There was no patient involvement.

Manufacturer narrative:
Gas delivery system (gds) was received at the v60 vent manufacturing facility for evaluation. Visual inspection did not identify any signs of damage or contamination. The gds was installed in a test ventilator. He testing unit did not pass the o2 flow accuracy test. The displayed o2 flow is close to zero, indicating no oxygen flow. The displayed o2 pressure was above 40psi indicating a problem with the o2 solenoid valve. The o2 solenoid valve was removed and examined. No contamination was visible inside the valve. The electric resistance was above 5 mohms, indicating an open circuit. Some insulation was removed from the solenoid cable and the resistance checked directly between the cable conductors with the same result, pointing to an electric open in the solenoid coil. The o2 solenoid valve was replaced. Testing was repeated. This time the unit passed the o2 flow accuracy test. Root cause:the o2 solenoid valve of the customer returned gds had an electric open failure of the coil. This lead to oxygen not being available and error code 1111 being triggered. Replacing the valve resolved the problem, the ventilator ran without errors and the oxygen flow accuracy test passed.